Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "per email: on (B)(6) 2019, the reporter contacted via phone to request replacement of 1 vial of eylea because after they drew up the medication, there was a small, plastic piece in the syringe. The reporter denied any adverse events or missed doses due to this event."

Manufacturer narrative:
Investigation: one loose used 1ml ll syringe was received and visually evaluated. The syringe had clear liquid droplets and a white large piece of foreign matter in the fluid path. The foreign matter was identified as a broken piece of plunger rod tip. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Assembly defects were found during the manufacture of this batch. Adjustments were made and product was requalified per applicable aql before production resumed. Batch 5049769 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Adjustments were made to parts of the machine associated with the plunger rod assembly. Potential root cause for the foreign matter defect is associated with the assembly process. It is possible a limited number with this condition escaped detection and became mixed with the good product.

Event description:
It was reported that foreign matter occurred with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "per email: on 27-feb-2019, the reporter contacted via phone to request replacement of 1 vial of eylea because after they drew up the medication, there was a small, plastic piece in the syringe. The reporter denied any adverse events or missed doses due to this event."